Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced discoloration. The following information was provided by the initial reporter: catheter, tip is discolored.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
G5: corrected 510k number k123734 to k173354 h6: investigation summary our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of discoloration was confirmed upon inspection of the samples. Both samples were visually inspected, and one of the two samples showed discoloration. Bd determined that the cause of the discoloration can be associated to our laser cutting process during manufacturing. The discoloration is slight burning of the material due to the heat from the cutting laser. However, the amount of discoloration found was acceptable based off our manufacturing standards. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced discoloration. The following information was provided by the initial reporter: catheter, tip is discolored.